Event description:
During shift check, the autopulse platform (sn (B)(4)) is displaying user advisory (ua) 02 (compression tracking error) error message. Also, the handle is broken, and the locking tabs that hold the lifebands are broken. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) is displaying user advisory (ua) 02 (compression tracking error) error message" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the drive train failure, likely attributed to the aging of the device. The autopulse platform was manufactured in mar. 2012 and is over 10 years old, past its expected service life of 5 years. The reported complaint of a broken handle and locking tabs were also confirmed during visual inspection. The handle of the front enclosure was broken and the locking tabs of the lifeband cover plate on the front and bottom enclosure were damaged. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The front and bottom enclosures were replaced to address the damage. The archive data review indicated (ua) 02 error messages around the event date, thus confirming the reported complaint. Unrelated to the reported complaint, the archive also showed user advisory (ua) 45 (not at "home" position after power-on/restart), (ua) 04 (battery charge state too low), and fault code 16 (timeout moving to take-up position) around the event date. The autopulse platform failed initial functional testing due to (ua) 02, thus, confirming the reported complaint. The drive train was replaced to address the issue. The (ua) 45, (ua) 04, and fault code 16 could not be replicated during functional testing. The drive shaft was inspected and no issue was observed. Also, a test belt clip was inserted, and drive shaft was manually rotated with no problem found. The platform also passed the load cell characterization test. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 4 is an indication that the battery is uncharged or faulty. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, replace battery, perform start-up, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 16 is an indication that there is obstruction between the lifeband and patient, or a twisted lifeband. The recommended actions to take for this type of user advisory are: open lifeband, clear obstruction or twist, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn (B)(4).